Event description:
In 2006, a patient underwent repair of an abdominal aortic aneurysm using the gore excluder aaa endoprosthesis. The patient had a highly angled neck measuring greater than 150 degrees. Although all the devices deployed as expected, an adequate proximal seal could not be obtained as evidenced by a type I endoleak. An aortic extender component was then deployed, but did not resolve the endoleak. The patient was converted to a successful open repair and is reported to be doing well post operatively.